Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up remotely. Merlin.net electrograms depicted a low atrial signal measuring less than 0.2 mv. Programming changes were discussed but not performed. The patient will be monitored remotely. The patient's condition was stable.